Event description:
It was reported that after the implant procedure the patient went for a chest x-ray. After the x-ray it was noted that the left ventricular (lv) lead was coiled in the atrium. The lead was explanted and replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 device, implanted (B)(6) 2014; 5076-45 lead, implanted (B)(6) 2014. (B)(4).